Event description:
Boston scientific received information that three months post implant, the patient with this right ventricular lead experienced breathlessness, while receiving reasonable physio-therapy and appropriate rehabiliation she has been continually troubled by breathlessness. An echocardiogram was performed and revealed severe left ventricular dysfunction with paradoxical septal motion and an ejection fraction of no more than 10%. In addition, there were signs of right sided fluid overload with a right pleural effusion and peripheral edema. The pacing system remains implanted and the patient was treated with beta-blocker and digoxin medication therapy. Full anti-coagulation with warfarin was also started. No additional adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.